Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during fill 3 of 4 on the homechoice machine (hc). The home patient (hp) stated he did not disconnect and there were no problems during the prime. The technical service representative (tsr) assisted the home patient (hp) to cycle power to end therapy. The tsr advised the hp to finish with manuals and contact the peritoneal dialysis nurse to let them know of possible outside air exposure. The hp contacted baxter on (B)(6) 2011. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was not identified.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.